Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a pe el-away sheath that was broken into two pieces. The sheath was broken along the score line on one side only, therefore the entire sheath remained securely attached to one tab. The other tab was separated from the sheath body. Tear marks were observed on the score lines, however the inside of the of the tab appeared smooth. Microscopic examination revealed light blue stains on each side indicating that it had been attached. A difference in texture was observed in the area where the tab had been attached to the sheath body. Additionally, a portion of the tip was pushed back. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site.

Event description:
It was reported the catheter was being placed into the patient's right basilic vein in radiology. While the clinician was peeling the sheath, the peel-away sheath tab on one side broke completely off. As a result, the clinician was able to grab the broken side of the sheath and peeled the sheath entirely assuring it was removed intact. There was no delay in treatment and no patient death or complications reported.